Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: approximately how much of the esophagus was being removed? About 3-4 cm. What is the surgeon¿s experience with the device? When the surgeon fired the device, the device was much easier to fire compared to previous experience. Did the healthcare professional receive audible & tactile feedback when firing the device? No he did not. Were the donuts inspected? If so, please describe. No. Was the washer inspected? If so, please describe. No. It was noted that this device was re-sterilized, please be advised that this device is not indicated to be re-sterilized. Yes I informed it. What is the current patient status? Fortunately, the case was completed and the patient left the hospital. Photographic analysis: picture received shows the distal part of the anvil, it is opened and with tissue within. Based on the photo alone the event describe is confirmed.

Manufacturer narrative:
(B)(4). Batch # l54a04. The analysis results found that the cdh25a device arrived with the knife exposed, with the breakaway washer present anvil half only and no staples present, indicating that the device achieved a full firing stroke. After further analysis, it was noted that the knife would not return to its home position. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the compression element was disengaged from the driver guide. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please refer to the "instructions for use" for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of sterilization was used to resterilize this device prior to use? What type of cleaning was used? Please specify the type of sterilization. What were the parameters of sterilization to include time, pressure, etc.? What type of confirmation was received to ensure the sterilization was complete? What was the device configuration during sterilization (anvil attached? Anvil open or closed? Device in a tray and/or pouch?)? What is the current patient status? Can you please inform the sales representative that the account needs to be notified that resterilization of this device is off label and potentially dangerous? The analysis results found that the cdh25a device arrived with the knife exposed, with the breakaway washer present anvil half only and no staples present, indicating that the device achieved a full firing stroke. After further analysis, it was noted that the knife would not return to its home position. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the compression element was disengaged from the driver guide. No conclusion could be reached as to how these components became disengaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # l54a04. An investigation of the device components was conducted to determine if damage could be observed on the device that indicated why the knife could not return to the home position. The device had been disassembled prior to arrival of the device for secondary analysis. The adjustment knob, adjustment rod, tension bands and trocar were observed to be properly connected. The adjustment knob and adjustment rod appeared to be in working condition, no anomalies were observed. The driver was not connected to the compression element when the device was received for secondary analysis. The four catches on the distal end of the compression element, which engage with the latches on the proximal end of the driver when assembled, were sheared or compressed - one of the four catches was completely sheared off. Black particulate noted on the latches of the driver indicate that it was previously engaged with the compression element. The batch history record was reviewed and no defects, ncr's or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: it was reported that the device was sterilized prior to use. What was the reason for this? In previous surgery, the device was ready to use but due to surgical circumstance it was not used; therefore, the hospital sterilized the device. It was reported that the esophagus was ¿ripped off.¿ please clarify this information. Was there a cutting issue with the device? Due to incomplete cutting, the esophagus was torn. Was the cut line fully circumferential around the target tissue? No. How was the torn esophagus addressed? It was corrected by using a new device (new cdh) how was the procedure completed? Using new device, the surgeon completed the procedure. Were there any patient consequences? If yes, please describe. Minor leakage found out. Patient is still staying in hospital. Was the patient¿s stay extended due to the alleged issue with the device or was this a normal length of stay for this type of procedure? Unable to obtain this additional information.

Event description:
It was reported that during an esophagectomy procedure, the hospital said that the product was sterilized but it was unused-product. When the surgeon fired, the esophagus was not stapled and it was ripped off. It is unknown how the procedure was completed. It is unclear if there were any patient consequences.